Event description:
The customer reported that after a cardiac arrest event when they removed the qcpr meter from the patient, an area of deep abrasion was noted. The involved patient died however there is no allegation of malfunction of the qcpr meter or allegation that the device behavior had any impact on the patient outcome.

Manufacturer narrative:
(B)(4): this complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.